Manufacturer narrative:
The blower assembly was returned to the manufacturer for failure investigation analysis. The complaint was verified, the returned blower was verified to produce noise greater than the spec threshold of epap = 40dba and ipap =54dba. Symptoms are representative of mechanical alignment and worn bearings. A fault was found on this returned blower assembly.

Manufacturer narrative:
G4:18may2021. G5:510k: k102985. B4:15jun2021. The field service engineer (fse) confirmed the reported failure. The fse replaced the blower to resolve the issue. The unit was tested and it was returned to service.

Event description:
The customer reported that resonance sound occurred in the portion around a filter and that sound always sounded. The unit was not in use, and there was no patient or user harm reported.